Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not holding a charge. It was not known when this started. It was noted that the patient charged the ins to full the night prior to reporting and now it was in discharge. It was noted that the patient placed the recharger back on and was able to get full 8 coupling bars but then lost 4 bars. It was noted that the patient repositioned and continued to get the four coupling bars. It was noted that an antenna locate feature was performed and a full ins appeared. It was noted that the patient had on overdischarge in (B)(6) and a physician mode recharge was done. It was noted that the patient had been charging since (B)(6). It was noted that the ins had been off for over a year. It was noted that the recharging data on the physician programmer showed that the last charging session was on 2013 (B)(6) and the ins was charged to 100% with 8 coupling bars. It was noted that the device was charged to 75% on 2013 (B)(6). It was noted that a different recharger was tried and the ins indicated full and then in about two minutes the 8840 showed the 50% icon. Additional information received reported that the ins replacement took place when the lead revision was performed (see manufacturer report #3004209178-2013-15189). It was noted that the implantable neurostimulator (ins) was not used for a ¿very long time,¿ the manufacturer representative thought over a year, and was not holding a charge as well as giving inconsistent reading on the recharger. It was noted that it was thought that it was because of the amount of time the device was in overdischarge that it was not holding a charge. It was noted that they did not know why the recharger was giving inconsistent readings. It was noted that as the entire system was replaced with a new one and all new equipment was provided. It was noted that post-operative, the patient was with therapy and was receiving effect therapy at this time. It was noted that the manufacturer representative had not heard of any further issues.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 37752, serial#(B)(4), implanted: 2008 (B)(6); product type recharger product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).